Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a revision surgery involving minor tissue removal (specific date not reported), followed by an abutment replacement procedure performed under local anesthesia. Prophylactic antibiotics were prescribed to the patient.